Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Unable to perform the self test due to flashing medtronic logo. Unable to download/upload history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, internal battery, keypad flex tail, battery tube and vibrator. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment and pillowing keypad overlay. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. Pump expose to moisture damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was exposed to humidity. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.